Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. It was noted also that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure.